Manufacturer narrative:
Complaint allegation was not confirmed. Visual evaluation on the returned device showed did not showed any abnormalities. As stated in the event description device work as intended. This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment.

Event description:
On 09/30/2021, it was reported by a sales representative via e-mail that while the surgeon was performing a labral repair on (B)(6) 2021, quantity 6 of an ar-3638, lot: 13255279, pull out at various points during the implanting/tension process. The surgeon also used the reusable curved guide with the 1.8mm drill, ar-3600nd-2, lot: 12691838, cycling multiple times as recommended and pulling back to set the anchor. The case was completed by drilling new spots and placing new ar-3638 from a different lot.